Manufacturer narrative:
Device evaluation: multiple dead fibers; 1/4 of total fibers were dead. Catheter is kinked, starting at 3 inches and going to 3.75 inches from distal tip. Jacket breached at kink.

Event description:
Lead extraction procedure to remove 1 ra lead and 1 rv lead (implanted 26 years ago). After removing ra lead, the physician switched to rv lead. He advanced 12f slsii and cook dilator sheath alternately to adhesion area in innominate vein but the devices did not progress due to severe adhesion. The physician upsized to a 14f slsii device. Attempted to lase several times but the progression stalled at the same area. At that time, it was noted that the slsii was kinked via cineangiogram. The physician removed the slsii from the patient then confirmed that outer jacket was breached and red light was visible through the sheath. The procedure was successfully completed by other means. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.